Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2019-11101, 1627487-2019-11103. It was reported that the patient experienced pain at the surgical site on their back. Reportedly the patient had a granulation approximately 2 cm large. As a result, the patient's scs system was explanted. The patient was treated with antibiotics.